Manufacturer narrative:
The customer reported the issue of the user could not install the new lifeband was confirmed during the initial functional testing and the archive review. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. During initial functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powering on the device. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and found presents of the corrosion on channel roller assembly and top cover, unrelated to the reported issue. To remedy the damage, the top cover, corrosion shaft locker plunger and roller channel assembly were replaced. The archive data was reviewed and contained user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 12 (lifeband not present) error messages on the reported event date. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the shift check, the user could not install the new lifeband to the autopulse platform. The platform displayed message stating that the lifeband is not detected, however, the exact error was not noted. There was no patient involvement reported.